Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose and dka. The blood glucose reading at the time of hospitalization was 1024 mg/dl. Customer stated that they found her unresponsive and called paramedics. Customer also stated that she had double pneumonia and a small stroke before hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.